Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent lock. The recipient is presenting with loss of sound and sound quality issues. Programming adjustments were made, which helped. External equipment was exchanged, however the issue did not resolve. Device testing revealed results within normal limits. Revision surgery will be scheduled.